Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with unknown age, race, and gender underwent unspecified breast surgery with unknown size unknown saline implant and was presented with bilateral capsular contracture; baker grade unknown. As a result, the devices was explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 7/31/2019, mentor became aware that the replacement information below was inadvertently not reported in the initial submission: patient was replaced with catalog number: smpx405; serial number: (B)(4) on the right and catalog number: smpx405; serial number: (B)(4) on the left were on (B)(6) 2019. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).